Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer received a sensor scan result of 474 mg/dl, took insulin (unspecified dose/type), and subsequently experienced hunger and weakness. A reading of 47 mg/dl was obtained on the built-in reader and the customer was provided with a sugar cake and dinner for treatment by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer received a sensor scan result of 474 mg/dl, took insulin (unspecified dose/type), and subsequently experienced hunger and weakness. A reading of 47 mg/dl was obtained on the built-in reader and the customer was provided with a sugar cake and dinner for treatment by a third-party. There was no report of death or permanent impairment associated with this event.